Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed pump error during upload and formatted history file confirmed pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. Pump failed to upload to carelink using mobile apps and blue tooth adapter. Unable to upload, download isolated to pcba 2. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had problem in the registration for the carelink and the insulin pump cannot be uploaded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.